Manufacturer narrative:
B3: february is the reported month of the event, but the exact day not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the upstream sensor wires were touching the motor hub gear. The wires were removed to correct the issue.

Event description:
The device was returned due to a clicking noise while running. The results of the investigation found that the upstream sensor wires were touching the motor hub gear. There was no patient involvement.